Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array migrated post-operatively out of cochlea. In addition several channels showed high impedance status for undetermined reasons. A revision surgery to re-insert the active electrode array is considered. No specific date has been scheduled yet.

Event description:
Hearing performance with the device is affected. The user went for a programming session and reported to feel uncomfortable during programming. Reinsertion is reportedly considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went for a programming session and reported to feel uncomfortable during programming and the in-situ measurements show 3 channels with high impedance. Imaging from (B)(6) 2023 showed that there are four channels extracochlear.